Event description:
A malfunction code was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, resolving the issue as the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the customer acknowledged and understood.